Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-22 information was received from a health care professional via a representative that this patient had a catheter revision in 2006. The patient's diagnosis included bilateral severe dyskinetic cerebral palsy based on prematurity and status after infant respiratory distress syndrome (irds) grade 3 and sepsis. The patient's medical history included the first pump received on (B)(6) 2005. In 2011, a drain disconnection and a new baclofen pump and reconnection drain on (B)(6) 2011. The new baclofen pump was for a regular replacement of the pump, almost end of life. There were no known allergies. No further information was provided at the time of the initial report. The model and serial of the catheter, patient symptoms, diagnostic testing and troubleshooting, context of the event, reason/cause of the revision, event date, the medication type, concentration, lot number, and dose delivered at the time of the event were not provided. All of these were requested as well as clarification of the reported "drain". Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicating that a re-connection of the abdominal segment of the catheter due to a catheter kink took place (B)(6) 2006. The type of catheter, model, and serial number could not be obtained. No further information was able to be obtained.